Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus, mr,ous 2.50x38mm stent delivery system was returned for analysis. An examination of the crimped stent found slight damage to the proximal stent with struts bent inwards. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a fractured hypotube held together only by the hypotube sheath, 34.8cm distal to the distal end of the strain relief. Multiple hypotube kinks were also identified. A visual examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 2.50x38mm promus element plus drug-eluting stent was selected for use. However, during unpacking, device delivery shaft was kinked and the shaft broke. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was stable.